Event description:
A (B)(6) male pt contacted his doctor to report that he is having an issue with his belt and wires are exposed. Zoll customer support contacted the pt to follow up on the issue, and the pt reported that the wire that goes from the pad to the vibration box is disconnected. The pt also reported that the device constantly "beeps". The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon receipt, the rear therapy electrode cable was pulled from the distribution node, and wires were exposed. The cause for the pulled cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the pulled cable. The pt received a replacement electrode belt.